Event description:
Boston scientific received information that after the implant of this right ventricular (rv) lead high threshold as well as a confirmed dislodgement was noted. Upon repositioning the rv lead and connecting the lead back to the device blood infiltration into the right atrial (ra) lead was noted. Upon explanting the ra lead a hole was noted. The ra lead was explanted while the rv lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was repositioned successfully and will not be returned. Should further information become available this event will be updated.